Event description:
It was reported that the afgo valve leakage sub-test failed during the system check-out tests. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).

Manufacturer narrative:
A maquet field service engineer replaced the afgo valve due to a leakage above allowed limit. The device logs were saved and sent in for investigation together with the replaced afgo valve. The reported leakage was confirmed in the received device test log. The investigation found that a seal inside the afgo valve was the cause for the leakage. The seal was replaced and the afgo valve then passed all functional and performance tests.

Event description:
(B)(4).